Event description:
Spontaneous report, from us. Local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). This initial serious case report was received on 13-sep-2022 from dentist by dealer and forwarded to septodont on 14-sep-2022 by email. Additional info #1 was received on 15-sep-2022 from office manager by phone. Follow-up #2 was received on 30-nov-2022 from the quality department. All the information was processed together. This case described accidental needle stick with suspected device henry schein premium needles 30ga short in a male dental assistant of unspecified age and with no medical history. It was reported that on 13-sep-2022, an extraction procedure was performed using henry schein 30 ga short needles and lidocaine 2% w/epinephrine (brand unknown) for anesthesia on a 12-year-old male child patient (with no relevant past medical history). After removing the needle from the patient's gums, the male dental assistant tried recapping the needle with a recapping device, the cap slipped out and he got stuck by the contaminated needle. It was reported that as a precautionary measure, the dental assistant went to urgent care for blood test with results pending. The dental assistant was reported to be fine and no other problems were observed. It was reported that two needles from the same batch were pulled and one of them had a loose cap. Information on the batch: #f11031aa, expiry date: 31-dec-2026. Or batch f10723aa expiry date 31-aug-2026. At the time of this report, the patient's outcome was recovered. This case was considered serious by the company with seriousness criteria "required intervention to prevent permanent damage" for pt "accidental needle stick" and "exposure to contaminated device". Manufacturer's preliminary comments: based on the first information available, the report described a detachment of the needle protective cap leading to accidental contaminated needle stick. Regarding the contamination risk, the dental assistant went to urgent care for blood test with results pending. The patient's outcome is recovered. However, regarding the detachment of the protective cap, it could be due to a quality defect of the device such as incorrect dimension of the outer diameter of the cap or incorrect capping procedure.therefore, pending quality investigations results and/or additional information, the main root cause remains unknown. From preliminary analysis, pending quality investigation results and/or additional information, no root cause was identified, no CAPA is required.

Event description:
Spontaneous report, from us. Local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). This initial serious case report was received on (B)(6) 2022 from dentist by dealer and forwarded to septodont on 14-sep-2022 by email. Additional info #1 was received on 15-sep-2022 from office manager by phone. All the information was processed together. This case described accidental needle stick with suspected device henry schein premium needles 30ga short in a male dental assistant of unspecified age and with no medical history. It was reported that on (B)(6) 2022, an extraction procedure was performed using henry schein 30 ga short needles and lidocaine 2% w/epinephrine (brand unknown) for anesthesia on a 12-year-old male child patient (with no relevant past medical history). After removing the needle from the patient's gums, the male dental assistant tried recapping the needle with a recapping device, the cap slipped out and he got stuck by the contaminated needle. It was reported that as a precautionary measure, the dental assistant went to urgent care for blood test with results pending. The dental assistant was reported to be fine and no other problems were observed. It was reported that two needles from the same batch were pulled and one of them had a loose cap. Information on the batch: #f11031aa, expiry date: 31-dec-2026. At the time of this report, the patient's outcome was recovered. This case was considered serious by the company with seriousness criteria "required intervention to prevent permanent damage" for pt "accidental needle stick" and "exposure to contaminated device". Manufacturer's preliminary comments: based on the first information available, the report described a detachment of the needle protective cap leading to accidental contaminated needle stick. Regarding the contamination risk, the dental assistant went to urgent care for blood test with results pending. The patient's outcome is recovered. However, regarding the detachment of the protective cap, it could be due to a quality defect of the device such as incorrect dimension of the outer diameter of the cap or incorrect capping procedure. Therefore, pending quality investigations results and/or additional information, the main root cause remains unknown. From preliminary analysis, pending quality investigation results and/or additional information, no root cause was identified, no CAPA is required.

Event description:
Spontaneous report, from us local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). This initial serious case report was received on 13-sep-2022 from dentist by dealer and forwarded to septodont on 14-sep-2022 by email. Additional info #1 was received on 15-sep-2022 from office manager by phone. Follow-up #2 was received on 30-nov-2022 from the quality department. Follow-up #3 was received on 16-dec-2022 from the quality department. All the information was processed together. This case described accidental needle stick with suspected device henry schein premium needles 30ga short in a male dental assistant of unspecified age and with no medical history. It was reported that on (B)(6) 2022, an extraction procedure was performed using henry schein 30 ga short needles and lidocaine 2% w/epinephrine (brand unknown) for anesthesia on a 12-year-old male child patient (with no relevant past medical history). After removing the needle from the patient's gums, the male dental assistant tried recapping the needle with a recapping device, the cap slipped out and he got stuck by the contaminated needle. It was reported that as a precautionary measure, the dental assistant went to urgent care for blood test with results pending. The dental assistant was reported to be fine and no other problems were observed. It was reported that two needles from the same batch were pulled and one of them had a loose cap. Information on the batch: #f11031aa, expiry date: 31-dec-2026. Or batch f10723aa expiry date 31-aug-2026 at the time of this report, the patient's outcome was recovered. This case was considered serious by the company with seriousness criteria "required intervention to prevent permanent damage" for pt "accidental needle stick" and "exposure to contaminated device". Fup #1: received additional information regarding case. Fup #2: received interim qir from the quality department. Fup #3: received final qir from the quality department. Manufacturer's preliminary comments: based on the first information available, the report described a detachment of the needle protective cap leading to accidental contaminated needle stick. Regarding the contamination risk, the dental assistant went to urgent care for blood test with results pending. The patient's outcome is recovered. However, regarding the detachment of the protective cap, it could be due to a quality defect of the device such as incorrect dimension of the outer diameter of the cap or incorrect capping procedure. Therefore, pending quality investigations results and/or additional information, the main root cause remains unknown. From preliminary analysis, pending quality investigation results and/or additional information, no root cause was identified, no CAPA is required.

Event description:
Spontaneous report, from us local reference #: (B)(4) quality complaint was opened: reference #: (B)(4). This initial serious case report was received on 13-sep-2022 from dentist by dealer and forwarded to septodont on 14-sep-2022 by email. Additional info #1 was received on 15-sep-2022 from office manager by phone. Follow-up #2 was received on 30-nov-2022 from the quality department. Follow-up #3 was received on 16-dec-2022 from the quality department. All the information was processed together. This case described accidental needle stick with suspected device henry schein premium needles 30ga short in a male dental assistant of unspecified age and with no medical history. It was reported that on (B)(6) 2022, an extraction procedure was performed using henry schein 30 ga short needles and lidocaine 2% w/epinephrine (brand unknown) for anesthesia on a 12-year-old male child patient (with no relevant past medical history). After removing the needle from the patient's gums, the male dental assistant tried recapping the needle with a recapping device, the cap slipped out and he got stuck by the contaminated needle. It was reported that as a precautionary measure, the dental assistant went to urgent care for blood test with results pending. The dental assistant was reported to be fine and no other problems were observed. It was reported that two needles from the same batch were pulled and one of them had a loose cap. Information on the batch: #f11031aa, expiry date: 31-dec-2026. Or batch f10723aa expiry date 31-aug-2026 at the time of this report, the patient's outcome was recovered. This case was considered serious by the company with seriousness criteria "required intervention to prevent permanent damage" for pt "accidental needle stick" and "exposure to contaminated device". ********************************************************************************** fup #1: received additional information regarding case. Fup #2: received interim qir from the quality department. Fup #3: received final qir from the quality department. Manufacturer's preliminary comments: based on the first information available, the report described a detachment of the needle protective cap leading to accidental contaminated needle stick. Regarding the contamination risk, the dental assistant went to urgent care for blood test with results pending. The patient's outcome is recovered. However, regarding the detachment of the protective cap, it could be due to a quality defect of the device such as incorrect dimension of the outer diameter of the cap or incorrect capping procedure. Therefore, pending quality investigations results and/or additional information, the main root cause remains unknown. From preliminary analysis, pending quality investigation results and/or additional information, no root cause was identified, no CAPA is required.

Manufacturer narrative:
Manufacturer's final comments: the defective sample was not returned and therefore tests were done on sofic retention one. Based quality investigations, no quality defect has been noticed on the tested samples that could lead to the claimed defects, the products design performance remains within specifications. Regarding the defect holding issue between cap and hub, for better use, during removing, the user is recommended to unscrew without cartridge inside syringe. This kind of incident occurred since there was the change from the opaque/white needle hubs to the new transparent needle hubs. This change was made in line with the change of the needle assembly glue (from heat cured to uv light cured) and was a process improvement to implement an online canula traction test for 100% of the needles. The identified root cause is that the transparent polypropylene retracts more which can sometimes result to a lower holding strength of caps on hubs. So misuse can be excluded from the root cause. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): based on the complaints, the manufacturer will make a modification of the process - a change in polypropylene resin - which should address the small change back to the way it was previously. No quality defect (product design performance within specifications). Root cause : change from the opaque/white needle hubs to the new transparent needle hubs to make in line with the change of the needle assembly glue (from heat cured to uv light cured) and was a process improvement to implement an online canula traction test for 100% of the needles. CAPA : change in propylene resin which shoul adress the small change back to the way it was before. Amendment/corrected data: the MDR adverse event coding has been updated following cases review during safety reports authoring.